Event description:
Literature: zacest ac, carlson jd, nemecek a, burchiel kj. Surgical management of spinal catheter granulomas: operative nuances and review of the surgical literature. Neurosurgery, 2009; 65(6):1161-1165. Summary: this article presents case reports on three pts with symptomatic spinal granulomas secondary to high-dose intrathecal opioid therapy who required surgical intervention to decompress the spinal cord. Reportable event: a pt with an intrathecal opioid pump infusing morphine at 3.59 mg/24 hours was referred with increasing lower limb weakness and 4 days of complete paraplegia. A neurological examination on arrival revealed 0/5 weakness of the lower limbs and a sensory level at the umbilicus. MRI scans revealed an intrathecal extramedullary mass at the t10 level. The pt underwent a t9-t11 laminectomy and durotomy guided by ultrasound. A large granulomatous lesion was identified; it was attached dorsally to the dura and also ventrally to the dorsum of the spinal cord. The lesion was removed piecemeal, and some remnants were left attached to the cord centrally. The dura was repaired with lyoplant and dural sealant, and the intrathecal catheter in the center of the lesion was removed. The catheter was cut and buried in the paraspinal muscles. Histopathology was consistent with a granulomatous lesion. The pump morphine dose was lowered to 1 mg/day. The pt was transitioned to orally administered opioids and referred for rehabilitation. The pump was later removed. At 2 months, they required a straight catheter and was still paraplegic.

Manufacturer narrative:
(B) (4). Since the device model number is unk the specific number could not be determined. Possible correction/removal numbers are: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, or a-1151-2008.